Event description:
It was reported that the physician was aggressively torquing the provia wire.

Event description:
The physician was attempting to use a provia guidewire during a procedure to treat a moderately calcified lesion with 99% stenosis in the rca. The guidewire was removed from the hoop per the IFU. No issue were noted during inspection of the guidewire. It is reported that the tip of the guidewire became detached and became trapped in the patient. The tip detached when attempting to wire the vessel. The fragment could not be retrieved from the patient. The guidewire tip was stuck in subintimal space. Resistance was felt while retracting the guidewire. The physician tugged hard to pull the wire out. The physician feels that the lesion and vessel morphology did contribute to the event. The patient's condition is reported as stable post procedure, although possible cto was reported.

Manufacturer narrative:
Evaluation, results: (inconclusive - investigation in progress); (no device received for evaluation). Conclusions: device not returned. (B)(4).

Manufacturer narrative:
Results: the physician aggressively torqued the provia wire. Unable to confirm event - device or cine images not returned for evaluation. Conclusions: the physician aggressively torqued the provia wire. Device or cine images not returned for evaluation.